Event description:
Oracle ro 1086868 primary audible alarm failure (recently serviced on ro 1045946). Additional information received by smiths medical on 27-aug-2020 via email attached in complaint object: no patient involved, and the date is unknown. Investigation completed in h -10 and attached.

Manufacturer narrative:
Other, other text: investigation completed on a smiths syringe infusion pumps/medfusion 3500 pumps primary audible alarm failure was unable to be verified when completing occlusion testing. The event log revealed primary auto alarm. Speaker and interconnect board was check and no damage to cause event. Complaint was not verified, however preventative measures were taken to replace interconnect board and speaker. Other routine maintenance included replacing cracked right plunger case that arrived in this condition. Replaced battery with low lmd due to normal wear. Cleaned, greased and calibrated the pump. Device passed all functional testing and is ready for service.

Event description:
Information received a smiths medical syringe infusion pumps/medfusion 3500 revealed primary audible alarm failure. No patient involvement as event during testing.